Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user turned the level sensors off and completed the case without incident.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the low level alarm was sounding intermittently while there was no low level condition present. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed a level disconnected alarm when the level sensor cable was agitated. It was determined that the level sensor cable was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the reported issue occurred during set-up.